Manufacturer narrative:
Additional information: initial reporter phone.

Event description:
It was reported that the device had issues with lipid infusion and the pump alarmed continuously. It was reported a bd syringe was not used, however what syringe used was unknown. It was reported "issue eventually resolved itself." This was reported to bd representatives during site visit. There was no information on patient involvement. Customer did not provide any additional details.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had issues with lipid infusion and the pump alarmed continuously. It was reported a bd syringe was not used, however what syringe used was unknown. It was reported "issue eventually resolved itself." This was reported to bd representatives during site visit. There was no information on patient involvement. Customer did not provide any additional details.